Event description:
It was reported that during a follow-up, perforation was observed. High capture threshold was also noted. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.